Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature battery depletion was observed on the device. Device is on battery advisory. Ventricular tachycardia therapy was given recently. Device was explanted and a new device was implanted. No further information available.

Manufacturer narrative:
(B)(4).

Event description:
New information received: no premature battery depletion was observed. Device was explanted and replaced due to the battery advisory.

Manufacturer narrative:
Based on the information received, the device was prophylactically removed and there is no alleged malfunction of the product. Should the device be returned and the analysis results indicate an anomaly a follow up report will be submitted.